Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (resets) was confirmed. Upon investigation the charger was resetting and was unable to charge a battery pack. The charger exhibited a failure at pld component u1003 and pxa component u104 on the c/a board, causing the resets. Additionally, contamination was discovered on the battery board pca and there was a shorted q1 current-controlling transistor on the bedside pca causing the charger to be unable to charge a battery. The shorted transistor was caused by the contamination. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective battery charger.

Event description:
A us distributor reported that a battery charger was resetting.